Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the black sureform 60 reload or sureform 60 stapler instrument for failure analysis investigations. An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler used in this event and the following information was provided: the logs show the sureform 60 stapler instrument was installed on the system 4 times and fired 4 black sureform 60 reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the system failed to detect the reload color, and the user manually selected the black reload in both cases. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 4-5 pauses for compression. On install 4, the first clamp was incomplete, stopping at about 55% completion. The 2nd clamp was aborted by the user at about 66% completion. The 3rd clamp was successful, and the firing was completed after 9 pauses for compression. Per the logs, the firing was successfully completed to 100% completion. The instrument was then removed and not used again in the procedure. There were no relevant stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted segmentectomy procedure, the sureform 60 stapler instrument fired a black sureform 60 reload resulting in tissue pushout during the firing. The surgeon was firing the stapler on the parenchyma with the tissue completely in the crotch of the jaw of the stapler. As the stapler instrument fired, the surgeon saw the parenchyma was being pushed out of the jaws of the stapler instrument. The staples did not catch the tissue. The knife blade that was exposed did not touch the tissue; it only grazed the very end of the tissue. No irregularities were reported in regards to the patient tissue. When the jaws of the stapler instrument were opened, loose staples were observed. There was no massive blood loss reported and the surgeon stated it was a very controlled situation. The bleeding did not require any intervention. The surgeon immediately replaced the sureform 60 stapler instrument with a backup instrument of the same type and a new reload. No further issues were reported and the procedure was completed as planned, robotically.